Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error code found during testing. There was no patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Service history review identified this device was previously repaired on 09-aug-2022 for error code 41541. The same error was reported, but it is possible that the component was defective previously. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the device in good condition. Functional testing found the problem was not duplicated during the investigation. Found multiple error 41541 message in the device information folder and in the pump's event history logs. Recommend an error code to be cleared and replaced latch flex sensor. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue is being monitored via an internal scar. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).